Event description:
See also manufacturer report 3004209178200906386. It was reported that the pt was making loud noises and had not been acting herself "for a while". The physician ordered the device to be turned off. It was then stated that the pt expired. The cause of death was unk. Further info is being requested from the hcp.